Event description:
It is reported that the drill couldn't be placed due to tight conditions. While hammering in the base plate the press fit was displaced. As a result, the glenoid was fractured. The surgery was aborted and has not been completed due to other unrelated health complications.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.